Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis and high blood glucose readings after receiving a no delivery alarm. Customer's blood glucose reading at the time of the hospitalization was 349 mg/dl. Customer reported symptoms of vomiting, and experiencing a headache prior to the hospitalization. Customer was treated with IV and fluids at the hospital. Customer's mother stated that the reservoirs were not working with the tubing. Customer's current blood glucose reading is 347 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.